Manufacturer narrative:
No return of product is intended. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, as this atrial lead was implanted, bleeding was noted. It was thought the artery was possibly damaged. An attempt to stop the bleeding was unsuccessful. This lead was removed and the bleeding stopped. A second attempt to puncture the lead was unsuccessful due to patient anatomy. Finally, the ventricular lead was used and the procedure was completed.